Event description:
The customer reported that there was no alarm on the central nurse's station (cns) when the heart rate (hr) was at 163 (per monitor tech). There was no patient injury reported.

Manufacturer narrative:
The customer was expecting to see tachy or an svt related alarm. The clinical specialist is working with the customer to see what happened.